Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported the customer's insulin pump was frozen and had a constant tone. The mother stated they replaced the battery, but the constant tone persisted. Troubleshooting found the insulin pump passed a selftest. It was also found the customer's keypad was unresponsive. The customer was advised their insulin pump needed to be replaced. Customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.